Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, at the first firing, the handle and cartridge were connected but the jaws would not close. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device.